Event description:
It was reported that, "acetabular revision so they took femoral head off and put on a larger diameter."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The lot code for the reported device was not provided. The x-rays and medical records were requested, if it becomes available, the evaluation summary will be submitted in a supplemental report.